Manufacturer narrative:
Insulin pump had blank display due to moisture damage on electronic assembly. Insulin pump had moisture damage on motor and on keypad traces. Insulin pump was unable to test for button error alarm due to blank display. Insulin pump had minor scratches on display window, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported that she jumped into a lake while wearing the insulin pump. Blood glucose level at the time of the call was not provided. No further information was provided.